Event description:
The customer reported to olympus that the fiber broke. The reported problem was found during an unspecified procedure. No pieces fell into the patient. There was no harm or user injury reported due to the event. Related complaints (B)(4).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The broken tip piece was not returned with the fiber. As a result, this complaint cannot be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.